Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to turn the ipg on after a cardioversion which was non device related. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint was verified as the device exhibited the symptoms of analog ic damage due to high-voltage transient. It was verified that the patient underwent cardioversion, which was the root cause of the device damage.

Event description:
A report was received that the patient was unable to turn the ipg on after a cardioversion which was non device related. The patient underwent an ipg replacement and was reportedly doing well following the procedure.